Manufacturer narrative:
The reported event stylet couldn't be removed from lead was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted in the inner coil. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. The stylet was able to be removed from the inner coil with no restriction.

Event description:
It was reported that during an implant procedure on (B)(6) 2021 the stylet became difficult to manipulate. The stylet couldn't be removed from the right ventricular (rv) lead. Another rv lead was used and implanted without complication. No patient consequences were reported.